Event description:
It was reported the patient had not recharged their implantable neurostimulator (ins) since (B)(6) 2013 and the device experienced a confirmed overdischarge. It was stated that two physician mode recharges (pmrs) had been attempted on (B)(6) 2014 and they ¿did not successfully reset the device.¿ it was noted it was unknown what number overdischarge, it was that the ins experienced. It was reported the ins could not be interrogated when attempted with both patient and physician programmers. It was further reported that when recharging was attempted, the recharger displayed a ¿reposition antenna¿ message. It was noted a pmr was attempted with another compatible recharger to no avail. It was stated the ¿physician decided to plan a new follow-up visit/revision in about one month¿ after (B)(6) 2014. It was further stated the ¿physician planned an rx of the pocket device and he prescribed some drug infiltrations to the patient to manage the pain.¿ it was noted that future planned actions included ¿rx and possible revision.¿ it was also reported the patient had ¿experienced a fall with a hematoma on her side and near¿ the ins pocket a few months prior to report. It was stated that on (B)(6) 2014, the patient experienced pain at the ins. It was noted the patient was alive with no injury on (B)(6) 2014. Additional information stated the countdown would not start when pmrs were attempted. It was noted that two different rechargers were used to attempt to complete a pmr on (B)(6) 2014. It was additionally noted the pmrs were ¿performed correctly. It was reported the reporting manufacturer representative would ¿suggest to the physician¿ to attain ¿the rx view of the ins to exclude the device flip.¿ additional information reported that both the patient and the physician reported it was the first ins overdischarge for the patient. It was noted the physician attempted to palpate the pocket to check the ins orientation, but ended up planning ¿an rx of the pocket device.¿ it was also noted the patient did not notify their physician at the time of their fall and instead told the physician on (B)(6) 2014. Additional information stated the ins was sent for analysis. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the setscrew was tight to the plug.¿ it was further reported the ins was found to have had ¿reduced capacity due to overdischarge.¿ it was stated ¿the ins was received with no telemetry and no output. Telemetry and output were restored after one physician mode recharge (pmr) and the ins passed functional testing. According to the trace report taken from the ins, one overdischarge had occurred. The ins battery was last recharged to full while implanted on (B)(6) 2013. The ins battery depleted to the "sleep/lock mode" on (B)(6) 2013. Subsequent to this a 10 second recharge was done on (B)(6) 2013, however, the ins was not fully recharged and never used after this date. The ins was not recharged until it was received in the returned product analysis lab.¿ analysis of the plug found no anomaly.

Manufacturer narrative:
Product ID: 37754, serial# unknown, product type: recharger. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).